Event description:
It was reported the patient experiences intermittent aching around her scs ipg pocket site which occurs depending on her level of activity. Subsequently, the physician recommended using pain cream or a pain patch to address the issue in addition to using a back brace/abdominal binder over the site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.